Event description:
It was reported that a spectrum iq infusion pump did not recognize when it was plugged in and shuts down. The pump doesn't go into sleep mode, recognized power for a short time after the power adapter was turned around, but then goes off again occurred during troubleshooting a wireless battery module in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.